Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event and extraneal therapy was discontinued. The patient was treated with vancomycin injection (1gm once in every four days, discontinued, route not reported) and amikacin injection (250mg, loading dose, discontinued, route, frequency not reported) for the event. At the time of this report, the patient was discharged from the hospital and has recovered from the event. On an unknown date, dianeal therapy was discontinued, the pd catheter was removed for patient and was switched to hemodialysis (twice a week). No additional information is available.